Manufacturer narrative:
(B)(4).

Event description:
The patient experienced a cgm accuracy issue which occurred 4 days after the sensor was inserted into the arm.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced a cgm accuracy issue which occurred 3 days after the sensor was inserted into the arm. On 08-02-2024, the patient's cgm was reading 80 mg/dl, and the bg meter was reading 38 mg/dl. The patient was feeling dizzy, sweaty, and was experiencing presyncope. The patient called 911. Once emergency medical services (ems) arrived, the patient's cgm was reading 80 mg/dl and the bg meter was reading 38 mg/dl. The patient was treated with intravenous (IV) dextrose and transported to the emergency room (ER). The patient was discharged home after 2 days. The patient was "feeling better" at the time of report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.